Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A euphora balloon catheter was intended to be used to pre-dilate a mildly tortuous and moderately calcified lesion. There was no damage noted to the device packaging. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that a balloon burst occurred during the first balloon inflation. There was a sudden drop in pressure. The device was not moved or repositioned prior to the burst. The procedure was completed. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to aware date for previously submitted additional information. The correct aware date for report # 9612164-2018-01840 is the 15-nov-2018. If information is provided in the future, a supplemental report will be issued.